Event description:
It was reported the device received an alert transmission for a shock delivered for vf. However, egms could not be obtained and the latest transmission shows no episodes and no shocks. The delivered shock was confirmed by the hvli battery trend. No further information is available.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported egm anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).